Event description:
It was reported that the patient had his spectra penile prosthesis (spp) removed due to infection and erosion. Another ams 700 inflatable penile prosthesis (ipp) was implanted, where only "one cylinder was placed" due to fibrosis. No additional patient complications were reported in relation to this event.